Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced smell of insulin coming from reservoir compartment when infusion set take off the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had shot through insulin during priming process. Customer also stated that the insulin pump was chipping on left upper corner of screen. The insulin pump will not be returned for analysis.